Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, it was observed that the cable on the pk dissecting forceps instrument was broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable at the distal idler was frayed. There was no damage found on the pulley or the clevis. Failure analysis investigation also found that the surface of the distal pulley had scratches and abrasions. No other damage was found.